Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a broken occluder foot. Functional testing including clear passage testing was performed with no issues noted. Leak testing and clamp function testing failed due to a broken occluder foot. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one minicap transfer set was leaking from an unspecified location. This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.